Event description:
It was reported that noise was seen on the ventricular high rates with non physiological v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator (ipg) 2010 (B)(6). (B)(4).